Event description:
"The manufacturer became aware of an allegation of rep dreamstation auto CPAP that the patient alleges the device is showing intermittent power. A device was returned to a third-party service center. During the evaluation of the third-party service center, the unit with burnt power input was observed. Device was routed to scrap. At this time, no further investigation can be performed. If any additional is received, a follow up report will be filed."